Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assy. Replaced contaminated door assy, air in line assy, both iui connectors, membrane frame and all associated parts. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/15/2005 to the present date 11/09/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.